Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Surgeons must advise patient who smoke have been shown to have an increased incidence of non-unions. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; cage collapse.

Event description:
It was reported that; cage collapse.